Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's speaker was not working. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two additional initial emdrs (1314492-2018-00328 and 1314492-2018-00318) were submitted in error regarding this event. This follow up emdr submission includes additional and device information for the reported event. There will be follow up emdr submissions completed for the duplicate initial submissions. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The speaker not working was verified. The cause was determined to be a failed rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.